Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were carefully evaluated. The data showed that the device was programmed to ddd-cls mode and vcc on. The rate histograms of the last 24 hours showed a 3% ventricular pacing, which indicates that ventricular pacing is seldom for this patient. With regard to the clinical event, the analysis revealed that a svt occurred following a vcc test, as mentioned in the complaint description. However, the svt was not caused by the vcc algorithm or any other pacemaker function. In particular, pacing on a t-wave can be excluded. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - it was reported that 1 day after implantation the patient experienced a syncopal event. The patient is not pacing dependent and had syncopal episodes in the past - previous to pacemaker implant. All available information suggests this device remains implanted.